Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03july2019. The manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse reloaded the system software, ran system calibration and performance verification testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) stating that unit had power issues. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.